Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver was unable to attach the infusion set connector to the ilet pump during a supply change after several days off therapy, despite completing a rewind and attempting insertion with the flat side aligned and a clockwise turn to lock; troubleshooting advised trying a new connector from a different box. Symptoms included no adverse clinical effects. Outcomes included no hospitalization and no reported injury. Investigation included guided telephone troubleshooting and user education. Investigation of this case revealed a suspected connector engagement issue consistent with difficulty inserting and locking the infusion set connector, with the device not generating alarms. It was concluded, based on previously established findings for similar reports, that user technique and/or a defective connector could have contributed to the inability to attach.